Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that ¿whilst inserting the PICC line, the anesthetist noticed a leak from the non-return valve. She therefore added a removable non-return valve to it, believing the problem was related to the insertion. Following the change of dressing and the removal of the non-return valve, the nurse noticed the leak again, and the doctor therefore decided to remove the PICC line.¿ this incident resulted in a delay in treatment and caused controlled blood loss in the patient.